Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a green light appears intermittently in a specific area of the monitor image during laparoscopic nephrectomy procedure involving an olympus flex deflectable videoscope. The wiring was changed and the procedure was completed utilizing an olympus back-up device. There was no patient injury reported.